Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported receiving an alert 23 for high blood glucose (bg) and stated bg levels had been approximately 350 mg/dl for over 5 hours. Patient reported feeling fine and requested troubleshooting. Patient stated the cartridge and infusion set were changed twice¿once the previous night and again that morning. Upon agent request, the patient performed a manual bg test, which confirmed the same result as displayed on the ilet device. The patient had not performed ketone testing and did not have a ketone action plan. The agent provided a ketone action plan and advised obtaining ketone test strips. The patient decided to disconnect from the ilet and administer a manual insulin injection. The agent instructed the patient to seek urgent care if bg levels did not decrease within an hour, given the prolonged hyperglycemia. At follow-up approximately one hour later, the patient reported bg levels were steadily decreasing and planned to rest before rechecking levels. The patient was advised to reconnect to the ilet after bg levels stabilized and to complete a step-by-step supply change if resuming use. No medical intervention or professional assistance required. Bg levels decreasing. Case closed.